Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the customer was experienced a high blood glucose of 219 mg/dl. The customer alleged the insulin pump was under delivering insulin due to the sensor glucose value was over 200 mg/dl than insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible under delivery, high bgs and cosmetic damage located at the battery compartment found on (B)(6) 2021. Device was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2021, insert battery alarm and failed batt/battery failed alarm was noted. Also, a bolus wizard delivery of daily total of bolusin sulin delivered = 17.1 was noted. (B)(6) 2021 01:07:46.000 normal bolus delivered normal bolus amount programmed = 1.5. Bolus amount delivered = 1.5. (B)(6) 2021 02:57:50.000 normal bolus delivered. Normal bolus amount programmed = 2. Bolus amount delivered = 2. (B)(6) 2021 08:28:12.000 normalbolusdelivered normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 (B)(6) 2021 09:18:42.000 normalbolusdelivered normalbolusamountprogrammed = 2. Bolusamountdelivered = 2.4. (B)(6) 2021 09:35:26.000 normalbolusdelivered normalbolusamountprogrammed = 1.2 bolusamountdelivered = 1.2 (B)(6) 2021 15:59:50.000 normalbolusdelivered normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 (B)(6) 2021 20:00:50.000 normalbolusdelivered normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 (B)(6) 2021 22:39:28.000 normalbolusdelivered normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5 (B)(6) 2021 23:08:18.000 normalbolusdelivered normalbolusamountprogrammed = 1 bolusamountdelivered = 1. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 11:39:30.000 (B)(6) 2021 11:43:52.000 and failed battery/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 11:43:40.000. Power data available per the power management tool/detail trace file is on oct 27, 2021, there was no record for the event date of (B)(6) 2021. Unable to check power data for failed battery/battery failed alarm. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. Device passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.